Manufacturer narrative:
Ocd performed retained testing, batch record review, and complaint review. All results were satisfactory. Customer's concern was not confirmed. Repeat testing performed by customer did not reproduce the negative result. Negative result was an isolated incident. (B)(4).

Event description:
Customer reported that a patient sample with no previous blood group history typed as rh negative in the anti-d column of the gel card. Customer's sop requires a du test to be performed by the traditional tube method to all rh negative samples. Du testing was performed and a 2+ reaction at immediate spin and a 4+ reaction at the ahg phase were observed (manufacturer of the traditional tube anti-d not provide to cts). Based on the agglutination observed by the tube method the customer repeated the sample in the same lot of gel cards and a 4+ reaction was observed. Additional testing with a sample from the hematology lab was also positive. No incorrect or erroneous results were reported as a result of the reported concern.